Manufacturer narrative:
(B)(4). The reported product is an unknown baxter titanium adapter. As the sample was not returned and the lot number is unknown, a device evaluation cannot be completed. Should additional relevant information become available, a supplemental report will be submitted. This is the same patient as (B)(4).

Event description:
It was reported that a peritoneal dialysis patient experienced peritonitis. The cause of the peritonitis was unknown. The patient was not hospitalized for the event. The patient was treated with vancomycin (1g per 2 liters, route, frequency and duration not reported) and raffline (1 g per 2 liters, route, frequency and duration not reported) for the peritonitis. At the time of this report, the patient was recovering from the peritonitis. Action taken with dianeal therapy was not reported. Additional information was not available. This is report 2 of 3 involved in this peritonitis event.